Event description:
It was reported that the customer was unable to update the pump. The customer attempted to update the pump on multiple computers; however, update was not successful. There was no information provided regarding the customer¿s blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to contaminated usb pins that prevented charging.